Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the display screen was hard to read due to cracked housing. Customer blood glucose level was 119 mg/dl. At top of the insulin pump where the screw and mouth of the battery slot was damage. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread and severely scratched display window noted.